Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving dilaudid 1.1mg/ml at 0.8919 mg/day, bupivacaine 28mg/ml at 22.702 mg/day, and clonidine 750mcg/ml at 608.09 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2015, the pump pocket was revised and moved to another spot as it was causing discomfort to the patient. When the doctor tried to pull the sutureless connector (sc) off the pump, it just broke off. The sutureless connector was replaced. The patient had no symptoms related to the delivery of the medication; only the pump site was bothering her. No troubleshooting was performed. Once the pump was moved, the issue resolved. The patient's status was reported as "alive - no injury." If additional information becomes available, a follow-up report will be submitted.